Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided instructions for resetting the pump. After the reset, the error did not reappear. Technical support advised the customer to wait 20 minutes before starting a new sensor session, which the customer acknowledged.